Event description:
Doctor reports that a pt was admitted into the hosp for a shunt infection which appears now to be a staph epi. The pt was implanted with a bactiseal proximal and distal shunt catheter system and a medtronic infant low pressure valve. The csf had 500 wbc, glucose of 20, and gram strain negative. After 48 hours, it is reported to be growing.

Manufacturer narrative:
Codman has requested the valve for eval. Upon completion of the investigation, a follow up report will be filed.